Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. There are two sets of readings provided in the reported issue notes. The first set of readings the patient's blood glucose results were 135mg/dl, 106mg/dl. Tests were done <10 minutes apart with a difference of 21%. The second set of readings the patient's blood glucose results were 162mg/dl, 126mg/dl. Tests were done <10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.